Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.